Event description:
It was reported that during surgery the obturator was broken. The procedure was completed with a backup device with no significant delay or patient injury reported.

Manufacturer narrative:
Additional information was received from reporter stating that the device broke prior to inserting the device in the patient with no pieces falling in the surgical wound. Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.